Event description:
This event was captured based on literature review of the article, procedural trauma risks longitudinal shortening of the promus element stent platform. It was reported that the patient presented with recurrent angina. The target lesion was in an occluded saphenous vein graft to the first diagonal branch. Pre-dilatation was performed and a non-abbott stent was implanted. During removal of the universal guide wire, the loop at its distal end became entwined in a proximal stent strut, and moderate force was used to remove the guide wire, which resulted in the appearance of a radiopaque double layer of stent struts proximally, characteristic of stent compression. The stent appeared distorted proximally with some luminal compromise. A second non-abbott stent was implanted in the ostium of the diagonal branch. Post-dilatation was performed with a satisfactory end-angiographic result. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event is estimated as (B)(6) 2012. (B)(4). Excessive force. It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. Additionally, a review of the lot history record and complaint history of the reported lot could not be conducted, because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the warnings section of the hi-torque guide wire instructions for states: do not push, auger, withdraw or torque a guide wire that meets resistance. This section also states to use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Failure to follow these instructions may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, it appears that the reported force was necessary in an attempt to retract the entangled wire.